Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. The troubleshooting measures included confirming that nothing was blocking or obstructing the ergonomics at startup, and multiple power cycles were performed. The case setup continued with the armrest ergonomics disabled, and further troubleshooting was recommended.

Event description:
It was reported that during case setup, an ergonomics issue was identified on console2, specifically with the armrest, which was disabled to continue. The technical support engineer confirmed that there was nothing blocking or obstructing the ergonomics at startup, and the error persisted after multiple power cycles. The customer reported event has no report of patient injury.

Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. Based on the field evaluation, this reported event was confirmed. Fse was able to replicate the reported issue. Fse replaced the armrest motor to resolve the issue. The system was tested and verified as ready for use. The reported motion issue was confirmed based on the description but could not be replicated during testing. In the lighthouse review logs, error 23062 was found, confirming that the fault had occurred in the field. Upon visual inspection, no issues were found that would be related to the reported event. The armrest motor module was installed onto a golden system where the component functioned as expected. The armrest motor module underwent calibration, sine cycle, friction, and brake tests, with no issues observed during testing. Following ten power cycles and an 88-hour idle period in the golden system, no abnormalities were detected. Additionally, inspection of the connector crimp after calibration revealed no damage or broken connections. Based on these findings, failure analysis was unable to determine the root cause of the reported events associated with this armrest motor module.